Manufacturer narrative:
(B)(6).

Event description:
Caller reported blood glucose results of 110 mg/dl on advantage system, 70 mg/dl on compact plus system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.